Event description:
Reporting status: serious injury. Medical intervention/permanent damage. Reporting rationale: stent remains in pt compressed against vessel wall. Device issue: stent dislodgement. It was reported that the stent was being advanced distal to a stent already deployed (not recently) in the proximal circumflex, however, half way through it would not cross and upon removing the device, the stent dislodged. Using a balloon catheter, the stent was compressed against the vessel wall. There were no pt effects reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - inability to cross a lesion can be affected by, but not limited to, pt anatomical morphology, disease state, pre-dilatation strategy, device placement technique, device interactions, size selection, and accessory device support. The sds was advanced through a previously deployed stent, which may have contributed to the dislodgement. No damage was reported to the sds or stent implant prior to use. The dislodged stent was compressed into the vessel wall, which is addressed in the device risk assessment. There are no indications of a product quality issue, though a definite root cause for the failure to cross the dislodgement cannot be determined.